Event description:
Procedure type: lap ventral hernia repair. According to the reporter: the endostitch needle broke. Part of the needle was left in the pt. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).